Manufacturer narrative:
The correct patient weight is (B)(6) and not (B)(6) as submitted initially. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient mentioned that the pc device was replaced because it ¿shorted out.¿ the patient clarified when they were making the bed the stimulator ¿suddenly cut out¿ and their arms and legs were failing. The patient reclarified they were referring to a return of symptoms when they said their arms and legs began failing. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicating that these concerns were not brought to the provider's office attention on july 12th 2018 over the phone or at the appointment in office on (B)(4). The cause of the device suddenly cutting off was not addressed. The hcp indicated that the issue had been resolved as the device was interrogated on (B)(4) in the office, the device was on with battery charge of 100%, and there was no impedance issue noted. No further patient complications were reported/ anticipated as a result of this event. Information regarding poor coupling and pocket issues (B)(4).